Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during investigation, the black box showed no evidence of short battery life. The battery compartment and cap were undamaged and able to fit. The ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.